Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed out of range shock impedance measurements. The device also triggered elective replacement indicator (eri). During the change out procedure, one of the df terminal pins came out of the header. The device was explanted and successfully replaced. The field representative was uncertain if this was a setscrew issue. The physician decided to surgically abandon the lead system in the abdomen and implanted a new system. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.